Event description:
It was reported pericarditis occurred. A 24mm watchman flx laa closure device was implanted without issues on (B)(6) 2022. The patient was discharged the following day. On (B)(6) 2022, the patient came back to the hospital with chest pain. Echocardiogram showed signs of pericarditis. Computed tomography angiography was performed and showed no signs of a new effusion. The existing effusion matched that from implant transesophageal echocardiogram. The patent was reported to have fully recovered.